Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined due to patient privacy. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a scratch that appeared to be a manufacturing issue. The iol was inserted into the patient¿s eye and then removed. The iol was replaced with another one of the same diopter. The patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 19, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece and lens was received. Visual inspection under magnification reveal the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The cartridge tip was damaged. Stress marks were observed on the cartridge tip but were in specification for a used device. The lens module and device assembly were inspection revealed no issues. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens was received cut into three pieces, coated in viscoelastic residue, and stuck to a piece of paper. The lens pieces were unstuck and cleaned revealing damage at the optic and edge of the lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.